Event description:
The customer reported that she was hospitalized due to low blood glucose. Customer stated that her spouse found her on the floor convulsing and turning blue. Customer stated was not wearing her sensors all the time. Customer blood glucose ws 44 mg/dl. Customer stated was given a glucose IV and blood glucose went up to 44 mg/dl. Customer stated that she will see her health care provider and feels like settings needs to change due to her blood glucose are in 400's mg/dl. Customer does not want to troubleshoot. Customer stated that blood glucose have gotten down to 10 mg/dl in the past. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.